Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the device was a deep brain stimulator. The device was replaced and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that their implantable neurostimulator (ins) was not removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported that the patient said his device did not work and asked if he could order a new "pain pump". The patient was given patient service's number since they were closed at the time of the report. The issue was not solved at the time of report. No further complications were reported/anticipated.